Event description:
The event description was provided to ostial via email by their sales representative, along with user facility report MDR # 3902560000-2024-8126 from the FDA. The description stated that the distal balloon could not be inflated. Upon further inspection of the device, the user observed a 50/50 mixture of contrast and saline leaking from the hub where the two ports converge on the main catheter. The flash device was promptly removed from service, and there was no harm to the patient. To complete the procedure, the user utilized a second flash balloon with the same reference number, ocb4008ba. The user facility report MDR # 3902560000-2024-8126 indicated a device malfunction.

Manufacturer narrative:
The flash mini device used in the procedure was returned to ostial corporation for evaluation. Upon inspection, a leak was found near the catheter hub at the proximal shaft, confirming the issue indicated in the event description. Ostial corporation reviewed the manufacturing documentation and lot release testing associated with the flash ostial system device lot that was used in this procedure. No systemic issues were identified that would have contributed to the reported incident. All devices passed the in-process leak checks, and the lot release testing indicated normal burst pressures and burst volumes. Trending data was also reviewed and confirmed that the reported rate of hub leaks is well below the rates expected in the risk management files and that there have been no reported patient injuries associated with this type of event.